Event description:
The company's report indicated that in 2004, the physician reported delayed bone healing post high tibial osteotomy for varus alignment of right knee. At 3-4 months, x-rays showed continous post-op consolidation. Patient developed pain and x-rays showed one of the screws had broken. It also stated that an artrex osteotomy plate with two cancellous screws proximally and two cortical screws distally were utilized to fixate the bone. Patient elected to repeat surgery using autograft, 8 days after surgeon reported event to the company, (reference company's MDR#1651491-2005-00001). Written communication with surgeon confirmed the screws reference in the report were manufactured by arthrex. Further attempts to obtain the actual part number involved have been unsuccessful. The part number referenced is only assumed from the information available in the maude database. This device is used for treatment.